Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and suture was used. During the procedure, the surgeon noted the needle was protruding from the packaging. There were no reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did the needle pierce the package? No, the needle doesn¿t moving from correct position did the needle cause a hole in the package? No, please find attached picture. It seem like sealing sachet problem.

Manufacturer narrative:
An actual sample was received for evaluation. The overwrap packet was examined for visual defects and the winding former was in the overwrap seal area. In addition, a section of the seal is partially open compromising the sterile barrier. Per the condition of the sample received the assignable cause of the packaging - integrity is a primary packet in the seal resulting in a manufacturing product defect.